Event description:
A customer contacted haemonetics on (B)(6) 2010 to report a blood spill. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report a blood spill. No pt injury was reported. No operator injury was reported. Upon evaluating the device on (B)(4) 2011 a blood spill was verified. Internal components were affect. Device was scrapped (B)(4). This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).